Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls emerald package did not open as they should. This was discovered during use. The following information was provided by the initial reporter: when trying to open the syringe pack it doesn¿t open as they should and therefore they are not open as sterile products. It is not all the syringes but too many.

Manufacturer narrative:
H.6. Investigation: photos were received by bd for evaluation. A quality engineer was able to review the photos of 3ml emerald from lot # 8313615, regarding item # 302986 with the reported issue of ¿when trying to open the syringe pack it doesn¿t open as they should and therefore they are not open as sterile products. It is not all the syringes but to many¿. The DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 8313615 until lot release. Bd received three photographs, and no customer returned samples for investigation. Our team reviewed the photographs sent by the customer. We also investigated the packaging process and identified process controls of the reported product line and the retention samples of the reported lot. 1. The process controls are found within specification and in right working conditions. 2. The cutter sharpness was reviewed to ensure that cutter sharpness is adequately maintained and to ensure further improvement we have increased the frequency of the checks by creating a ti checklist which is regularly maintained and checked by quality team. 3. The customer reported lot# 8313615 has no similar defect reported during in-process inspection and assembly operations. 4. No such defect was found during the inspection of retention samples available at plant. We would request the customer to send a video of the practice used for opening the product. Due to unavailability of actual defective samples further investigation could not be initiated. The exact root cause could not be identified. Two photographs sent by the customer confirms the defect. The exact root cause of the defect requires the customer return sample. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ls emerald package did not open as they should. This was discovered during use. The following information was provided by the initial reporter: when trying to open the syringe pack it doesn¿t open as they should and therefore they are not open as sterile products. It is not all the syringes but too many.